Event description:
It was reported that the user¿s ilet pump became locked on an unintended screen during a supply change after the user disconnected from the pump and removed the cartridge and tubing, resulting in difficulty completing the cartridge and infusion set change. There were no reported adverse clinical effects. Outcomes included successful restoration of normal operation following guided troubleshooting and education. Investigation included remote troubleshooting and user guidance through on-screen prompts to resume the proper workflow, including confirming drops, declining a new infusion set, selecting the insulin cartridge change, locking the cartridge, and filling the tubing. Investigation of this case revealed user interaction error during the supply change process, with the device responding as designed once correct steps were followed. It was concluded, based on previously established findings for similar reports, that the cause was user error and use of the device in an unintended sequence.